Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-jun-2019, UDI#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative who was receiving 10 mg/ml of dilaudid at 3.001 mg/day a nd 20 mg/ml bupivacaine at 6.001mg/day via an implantable pump. On (B)(6) 2021, it was reported that the patient noticed a significant change in their pain control in (B)(6). The patient confirmed that they had been doing well following the pump implantation in 2017 and their pain was well controlled. A catheter dye study was attempted but the healthcare provider (hcp) was unable to aspirate the from the catheter access port (cap) and no dye was injected. The hcp scheduled the patient for surgical intervention as it was speculated that the catheter might have separated from the pump. No environmental/external/patient factors that might have led or contributed to the issue were reported. The pump logs were checked on (B)(6) 2021- and no evidence of motor stalls was seen. The patient was taken to the operating room on (B)(6) 2021. When the pump pocket was opened, the pump and catheter were confirmed to be connected. The surgeon was able to withdraw 2 ccs of csf/drug from the cap. The surgeon decided to remove and replace the pump segment of the catheter with a new pump segment because the portion of the catheter was laying over top of the pump as they were concerned that it could possibly have been punctured during normal activity of pump refills. The surgeon also replaced the pump because they were unsure whether there was any pump malfunction. The issue was considered resolved at the time of the event. The surgeon made a product enhancement suggestion that a a circular thin spool be attached on the back of the pump so that the extra catheter can be secured out of the way of the anterior portion of the pump where the refill reservoir port is located.

Manufacturer narrative:
H3: analysis of the catheter revealed catheter body; compressed area. Analysis of the pump revealed no anomaly found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.